Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing all keypad buttons repsonded to presses appropriately. The keypad cover was opened and there was no evidence of contamination found under any of the key contacts. The pump's cover was removed and moisture was observed on the printed circuit board at the keypad flex/connector. The unresponsive button issue was due to the moisture damage. Report late due to transition from vmsr program.

Event description:
On 12-jul-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.